Manufacturer narrative:
Insulin pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and the displacement test or verify partial display or missing segments due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was white and blank display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states insulin pump screen was white in the upper right corner. Customer was calling back with blank display after receiving new battery cap. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.